Manufacturer narrative:
Review of images crrid resulted negative. Confirmed the reactivity of the e antigen on retention capture-r ready-ID, lot id139 using and anti-e lot 7d630 (1:32 dilution). Confirmed the reactivity of the e antigen on the customer's returned product capture-r ready-ID, lot id139 using anti-e lot 7d630 (1:32 dilution). Controls performed as expected and all reagent red cells tested exhibited the expected reactivity. We were unable to reproduce the customers results. The customer did not submit a sample to test in our laboratory. The customers sample may have had anti-e in amounts too low to detect by the method used. Customer's sample may also have been of igm nature which is not readily detectable by capture method.

Event description:
Customer reported unexpected negative reactions when testing a sample with capture-r ready ID (crrid) on the echo. The sample was tested with capture-r ready screen (crrs) 3 and resulted 3+ positive on screen cell 2. The sample was then tested with crrid which was negative. Customer states that patient sample testing by manual tube peg identified a weak anti-e. Customer re-tested the sample with a new lot of crrid and cell 3 was 2+ positive.